Event description:
Hemicolectomy procedure. Cs33 dlu was fired and jammed/would not open. Manual release did not work and was cut out of tissue. A new anastomosis was created and another device was used to ocmplete the case. No pt injury.